Event description:
A surgeon reported a patient with a myopic surprise following intraocular lens (iol) implant surgery. The iol was exchanged for a different model iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/24/2010, 08/26/2010, 08/31/2010, and 09/14/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).